Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturer representative regarding a patient with pre-operative diagnosis of proximal junctional kyphosis of l1. It was reported that the tip of driver broke when the rod-side set screw of the reported connector placed on lamina at l1 was removed and it remained in the set screw. Therefore, the product was removed together with rod. Two transelace had been used and it was able to remove the other one without any problems. The tensioner was not used at the time of removal. The initial operation is done on (B)(6) 2018. Fusion was performed with solera56 on l2/5. Transelace was placed on l1. After the operation, pjk on l1 occurred which leads to the operation this time. In the operation this time on (B)(6) 2020, all solera56 were removed and replaced with voyager56, fusion on th10/illiac was performed. The event of the reported connector being unable to be removed at the time of removal occurred. Solera5.5 is replaced with voyager5.5 as it is single use and there is simplicity of rod connection. There was no malfunction on solera56 product itself. No health damage in the patient was reported.

Manufacturer narrative:
Product analysis # visual and optical examination confirmed approximately 2.5 mm of instrument tip has been broken off, consistent with interface during usage. The tip just below the fracture has been twisted. Fracture surface analysis reveals a fairly flat fracture surface and circular material movement. This type of damage is consistent with torsional overload. H6: fdm and fdr codes updated as per new information. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.